Event description:
Patient tracking received an implant tracking form reporting a pump replacement. The reason for pump replacement was reported to be "end of life" of pump. The device was discarded. Per follow-up via agent, physician reported that the pump had volume discrepancies. When the catheter was determined to be patent, the pump was replaced. Volume discrepancy specifics and patient symptom information are unknown.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and was not returned for additional evaluation and investigation. As additional investigation was not performed, a definitive root cause could not be determined for the alleged issue. Per the instructions for use of the device, "the useful life of the prometra programmable pump ii is dependent on the drug delivery rate. The life of the pump is a minimum of 10 years at a drug delivery rate of 0.25ml/day". If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).